Manufacturer narrative:
(B)(4). This customer reported that they occasionally get low etco2 readings and that when they compare the readings to another device there is a discrepancy. There were no event summaries available for review. There was no report of negative impact to any pt. The defibrillator was returned to philips for eval. The reported symptom could not be reproduced. The device and etco2 module passed all testing.

Event description:
This customer reported that they occasionally get low etco2 readings and that when they compare the readings to another there is a discrepancy. There were no event summaries available for review. There was no report of negative impact to any pt.